Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a red call doctor icon was observed during remote monitoring of this implantable cardioverter defibrillator (ICD) system due to high out-of-range shock impedance measurements greater than 125 ohms on the right ventricular (rv) defibrillation lead. This ICD system remains in service. No adverse patient effects were reported.